Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted into the right eye with the ab-externo procedure. Approximately two months after implant, the xen was noted to be eroded through the conjunctiva and was removed. The patient underwent a trabeculectomy following the removal.